Event description:
It was reported the slug buckle opens and buckles separates. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer was confirmed and was determined to be manufacturing related. The product returned for evaluation was a statlock stabilization device. Also received was a lerna pad, a pigtail foam pad, and two foam strips. The plastic retainer was completely detached from the pad. Microscopic inspection of the back of the retainer did not reveal any evidence of adhesive residue. The detached retainer likely occurred due to inadequate adhesive coverage and/or improper primer application.

Event description:
It was reported the slug buckle opens and buckles separates. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.